Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 (mg/dl). Customer consumed carbohydrates and juice to stabilize bg levels. System check with tandem technical supported indicated the pump performed as intended. No further information was provided on the reported event.